Event description:
The physician reported that there was no patient currently implanted with the generator model that was identified with the high impedance. A patient with similar initials underwent generator replacement the same date in question and it was reported that it is possible that a generator was programmed for the patient prior to surgery and then a different model generator was implanted. It is possible that device diagnostics were performed on the device while it was still package which resulted in high impedance; however, this cannot be confirmed. No additional relevant information can be obtained.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Review of device programming history identified that high impedance was observed on the date of implant. There is no further available diagnostics testing to conclude whether or not the high impedance was resolved during the implant surgery. No additional relevant information has been received to date.